Manufacturer narrative:
An event of a patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a lumbar radiofrequency ablation procedure a patient burn occurred. The grounding pad was placed on the back of the right thigh. The skin was not prepped for the grounding pad placement and the patient was hairy in the area the grounding pad was placed. Blistering was noted where the grounding pad was applied. The patient was monitored overnight and was stable when discharged from the facility.

Manufacturer narrative:
The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location."